Event description:
Pt underwent posterior stabilized left knee replacement using encore components in 2000. Pt was hospitalized in 2005 because they felt a pop and heard a clunk in their knee. Since then they have had instability of the knee. They were admitted 3 days later for left arthrotomy, synovectomy, and polyethylene exchange. During the surgery the polyethylene tibial insert was noted to be broken. The broken polyethylene component was exchanged for a new one. The pt did not experience any complications post op.